Event description:
Customer reported that pt presented approximately three weeks following hernia repair surgery with pain. Pt was returned to surgery and bowel was found to be adhered to the mesh device. Device was removed along with excision of a portion of bowel.